Manufacturer narrative:
Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.

Event description:
It was reported that the device was found to be warm at the user facility. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported. It was found during equipment testing conducted by a manufacturer service technician, the maestro duraguard was found to be bent. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that the device was found to be warm at the user facility. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported. It was found during equipment testing conducted by a manufacturer service technician, the maestro duraguard was found to be bent. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
Evaluation in progress.